Manufacturer narrative:
Tw ID#(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.e1 event site name (B)(6).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, 7mm extended length endoscope s/n (B)(6) was damaged. The light piece broke off. No patient involvement. No physician involvement. Another scope was used for the case. No delay.

Event description:
The hospital reported that before the case, 7mm extended length endoscope s/n (B)(6) was damaged. The light piece broke off. No patient involvement. No physician involvement. Another scope was used for the case. No delay.

Manufacturer narrative:
Trackwise #:(B)(4). The reported device is an OEM device. The certificate of conformance was reviewed for the serial # (B)(6). The vendor certifies that this device lot conforms to all applicable product specifications and there were no non-conformances identified for the manufacturing batch. H3 other text : device discarded.